Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, and there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. An (as received) simulated treatment with reduced dwell times performed on the cycler and passed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a pd patient expired while undergoing treatment. No additional information was provided during the initial reporting. Additional details were provided upon follow-up with the pd nurse. It was confirmed that the patient expired at home during continuous cyclic pd (ccpd) therapy. The patient was discovered by a family member when they entered the bedroom to assist the patient with disconnecting from the liberty select cycler. The nurse stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The nurse stated the primary cause of death was cardiac arrest secondary to end-stage renal disease (esrd). The pd nurse confirmed the serious adverse events were not related to the use of any fresenius products or devices. The patient's liberty select cycler was scheduled to be returned to the manufacturer.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a pd patient expired while undergoing treatment. No additional information was provided during the initial reporting. Additional details were provided upon follow-up with the pd nurse. It was confirmed that the patient expired at home during continuous cyclic pd (ccpd) therapy. The patient was discovered by a family member when they entered the bedroom to assist the patient with disconnecting from the liberty select cycler. The nurse stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The nurse stated the primary cause of death was cardiac arrest secondary to end-stage renal disease (esrd). The pd nurse confirmed the serious adverse events were not related to the use of any fresenius products or devices. The patient's liberty select cycler was scheduled to be returned to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of cardiac arrest and subsequent death, as the patient¿s primary pd nurse reported the patient was undergoing ccpd therapy when they expired. The cause of the cardiac arrest is unknown; therefore, causality cannot be firmly established. However, the pd nurse reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.